Event description:
Patient reported obtaining a blood glucose result of 116 mg/dl. Patient stated that she opened a different strip vial, 3 or 4 minutes later, and retested blood glucose with a result of 450 mg/dl. Patient indicated that the vial which produced the value of 450 mg/dl contained strips from different lots (patient had mixed different strip lots in the vial) and was missing its code key. Patient noted that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.